Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) catheter and upon attempting to open a new stsf catheter from the package, it was noticed that there was moisture, or a gelatinous substance present inside the unopened stsf catheter package, near the fluid port of the catheter. The catheter was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that the issue was noticed before use. The foreign material was clear, wet, a little gelatinous. The material was loose, smeary, and located on and around the flush port of the catheter. Device investigation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed that vaseline was found in the luer hub area. A manufacturing meeting was requested. After concluding the investigation, this event is considered manufacture related due to improper application of the cleaning process. A manufacturing record evaluation was performed for the finished device number lot 31307889l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The foreign material inside the package issue reported by the customer was confirmed. The root cause of the issue could be the improper application of the cleaning process. An awareness session to the line that performs the cleaning and deflection operation was conducted. This product issue will be addressed through johnson & johnson medtech's quality system. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) catheter and upon attempting to open a new stsf catheter from the package, it was noticed that there was moisture, or a gelatinous substance present inside the unopened stsf catheter package, near the fluid port of the catheter. The catheter was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that the issue was noticed before use. The foreign material was clear, wet, a little gelatinous. The material was loose, smeary, and located on and around the flush port of the catheter.

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).